Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) system was overheating and it was further restarted and used for approximately 12 hours. There was no adverse event or harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), g3, g6, h2, h11 corrected fields: h6 (type of investigation).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched at the site to evaluate the unit. After restarting, the unit was used for approximately 12 hours. A compressor cycling test was performed (room temperature 25.3°c), and the internal temperature changed every 10 minutes. Starting temperature: 25.1°c, 34.2°c, 40.1°c, 43.9°c, 46.8°c. No abnormalities were found in the compressor or thermistor. The vents and cooling fan were cleaned. The unit was inspected according to the service manual and returned.